Manufacturer narrative:
(B)(4). Sample evaluation anticipated but not yet begun. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the spike of the transfer set was broken during connection. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received in reference to damaged. Set was rinsed with 1:10 bleach solution for disinfecting. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause is undetermined.